Event description:
This complaint is now reportable based on the analysis completed on 07/17/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was a 90% stenosed, severely calcified and tortuous segment of the fourth posterior descending (4pd) artery. The physician predilated with a non-bsc balloon. The physician attempted to implant a taxus express2 3.00x20mmm drug eluting stent, but was unable to cross the lesion. The procedure was completed with a 3.0x20mm non bsc stent. Patient status is good. However, the returned product revealed that the stent moved on the balloon.

Manufacturer narrative:
Product analysis found that stent had moved on the balloon and the hypotube had numerous kinks along its length. The product was returned with the stent still on the delivery system. However, the stent was found to have moved 1/2 mm distally on the balloon with no noticeable strut damage. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure with contributed to the reported event.